Event description:
It was reported to boston scientific corp that a resolution clip device was used during a colonoscopy performed on (B)(6) 2009. According to the complainant, during the procedure, they were unable to advance the clip out of the sheath. They removed the device from the pt and successfully advanced and exposed the clip outside of the pt. The case was completed with another resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable. When the entire delivery system was sent for re-sterilization, the clip prematurely deployed in the sheath and the clip was not found.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2009 (patients weight is unknown). According to the complainant, during the procedure, they were unable to advance the clip out of the sheath. They removed the device from the patient and successfully advanced and exposed the clip outside of the patient. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. When the entire delivery system was sent for re sterilization the clip prematurely deployed in the sheath and the clip was not found.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly had been deployed and was not returned with the device. There was a kink in the control wire near the handle and the yoke was still attached to the control wire. Functionally, the yoke was actuated and deployed. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. (B)(4)

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).